Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with unspecified mentor gel implants and experienced rupture on the left side post-operatively, which was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2009.

Manufacturer narrative:
On july 7, 2020, mentor became aware that the previously submitted report erroneously indicated in section e that the initial reporter was a health professional. The correct initial reporter was the patient. Section g2. Health professional? Has been updated to "no." Manufacturer¿s reference number: (B)(4).